Event description:
The customer reported that their pump screen would not turn on and the wake button was difficult to press and required multiple attempts. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.